Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this reportthe actual lot number of gel was not provided by the customer and the product will not be returned for evalaution purposes.

Event description:
It was reported that a patient developed a skin irritation while using the exogen device. The patient was examined by a dermatologist where they were prescribed steroid ointment and recovered. This incident is non-serious, but was related to the exogen gel.